Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed exiting the cartridge during the cartridge loading process. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined tandem technical support's offer to troubleshooting.